Event description:
The customer reported to olympus, the maintenance unit would not turn on during reprocessing. There was no patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction (faulty power switch) found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the unit would not turn on due to faulty power switch. In addition, it was noted, the air pressure was low due to faulty air pump unit, the tubing inside was dirty and the air joint unit and connector socket at front were worn out. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5, h4 and h6. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of these phenomenon could not be identified. The problem was caused by a failure of the power switch likely cause is due to long-term use or failure due to handling (strong load on the switch). The cause of the dirt inside the tubing could not be estimated because the state of the internal tube could not be checked in detail. Olympus will continue to monitor the field performance of this device.

Event description:
Additional reportable event discovered during evaluation, dirt inside the tubing.